Event description:
It was reported that the patient presented to the clinic after an alert for low hv lead impedance was received via merlin.net. When tested in clinic the lead impedance was normal. Interrogation revealed normal lifetime ranges, however three low impedance readings were recorded the week prior. The patient was fitted with a life vest until revision could be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.